Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2014 (implant date) as no event date was reported. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite and an obtryx ii system were implanted on (B)(6) 2014. On (B)(6) 2014, the patient had a surgery to remove both slings at the same hospital where the complaint devices were implanted. On (B)(6) 2016 and (B)(6) 2018, the patient had two additional surgeries to remove both slings at a different health care facility. The patient has been injured, undergone multiple revision surgeries, sustained severe and permanent pain, suffering, disability, impairment, loss of enjoyment of life, econimic loss and damages including but not limited to medical expenses, lost income, and other damages.